Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. Force and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that loss of prime warnings had occurred when the cartridge gets down to between 10 to 20 units with a new box of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.